Event description:
It was reported to boston scientific corporation that during a biopsy procedure using trupath biopsy device, it was difficult to push down the device in order to set it in place. The device misfired & the doctor could not remove the sample. A second device was used successfully. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The returned device was found to be functional, verified by arming and firing device 10 times with no issues. No visual abnormalities found with the returned device. The root cause for this event could not be confirmed as the reported event could not be duplicated under test conditions. It has been noted that some difficulty with device exists when one of the two trigger buttons is inadvertently pressed during the functioning of the device. It is possible, but unknown, if this occurred during use of this particular device.